Manufacturer narrative:
The qc data provided from the e801 module was acceptable. A sample was returned for investigation. The investigation confirmed the customer¿s results. A heterophilic interference was found in the sample. The interference is described in the product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed a neutralization procedure on the patient sample in an attempt to eliminate the interference with no success.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys b-crosslaps/serum (b-crosslaps) on a cobas e 801 module compared to a cobas e 411 immunoassay analyzer. The initial result from the e801 module was > 6000 pg/ml. Since this result did not correspond to the patient's clinical picture, a new sample was requested. On (B)(6) 2019 a new sample was obtained and the result on the e801 module was 5598 pg/ml. This sample was repeated on an e411 analyzer in a different laboratory and the result was 389.4 pg/ml. This result was believed to be correct. The customer suspects an interference of the patient sample and the e801 module methodology. The e801 module serial number is (B)(4).